Manufacturer narrative:
Only a segment of the driveline was returned and investigated. Manufacturer's investigation conclusion: during the investigation there were incidental fidnings that the proximal area of the yellow alignment indicator on the cc appeared worn. Review of the submitted log file confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned dl did not confirm any wire damage that would have contributed to these events. The submitted log file captured intermittent low speed and pump stop events on (B)(6) 2021. These events occurred while the patient was supported by the either the mobile power unit or power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 19¿ from the controller connector (cc). The silicone jacket appeared unremarkable. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook, is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2021 that the patient was stable at home with no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a potential issue with the percutaneous lead which appeared to be occurring on a grounded power source such as the power module or mobile power unit (mpu). The patient's external driveline was pristine and pump stop could not be recreated in the clinic with body movements and manipulation of the driveline. The 4 low-speed advisories with pump off that show on interrogation were all times when they was sleeping. The site was concerned the patient had an internal issue. The patient was sent home with an ungrounded source. A review of the logfile found numerous low speed and pump stop events while connected to the power module and mpu. On (B)(6) 2021, technical services was onsite for driveline evaluation/repair. They performed the repair approximately 3 inches from the exit site. Post repair they tethered patient on grounded patient cable without issue.